Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the twist sleeve of a minicap transfer set. This was further described as, when the patient makes the exchange, the patient sees that the body of the extension moves a little when opening. The reporter mentioned the component with the issue was the 'light blue main body' and ¿when turning to open, it separated into 2 parts. It was like broken inside¿. This occurred after use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d4: lot #: asku (previously submitted as h23i05052) additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and a broken occlude foot on the light blue main body was observed. The reported condition was verified. The broken/cracked occlude foot is the cause of the reported separation. Stress lines were noted to the occluder leg indicating a potential root causes of over torquing of the twist sleeve during use. Should additional relevant information become available, a supplemental report will be submitted.